Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that episodes of noise were observed. Device migration was noted. Physician elected to continue to monitor the patient and possibly attempt to reproduce the episodes. Patient was stable.